Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that there was discomfort with placement of equipment. Had a urinary tract infection but thinks it was from using already used wicks. Went to doctor all good now. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed use related issue as the patient got uti from using already used wicks. Sample was not available for evaluation. The root cause identified is "patient, healthcare professional or caregiver unaware or forgets the need to replace or wants to extend life of single device." The reported event is addressed within the labeling as it states: warnings ¿ the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. Reposition the product and check the user¿s skin at least every 2 hours. Maintenance: - replace the product every 12 hours or if soiled with feces or blood. Note: if skin irritation or breakdown is seen, do not use the product the baw is attached on the investigation overview element. A DHR review was not required because the investigation was confirmed - use related. Based on the investigation results no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that there was discomfort with placement of equipment. Had a urinary tract infection but thinks it was from using already used wicks. Went to doctor all good now. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided.